Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. No injury or medical intervention was reported. Data was reviewed on 06/23/2016. The reported event of cgm inaccuracies was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event of inaccuracies. The root cause was could not be determined.